Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
This report was received from (B)(6). The reporter stated that the husband was administering the injection upon removal and discarding the needle, the needle punctured and accidentally stung on his left hand middle fingertip with the contaminated needle with (B)(6). No further info is available.